Event description:
A scope was placed in the steris. Half way through the cycle, someone went to check on the scope. When they opened door, it was full of smoke and smelled like an electrical fire. There was no failure or warning notice given on the machine. The temperature was at 60 degrees. The steris is no longer able to be used. The "overtemp thermister" failed and caused the damage and smoke. No other devices were damaged, just the steris 1.